Manufacturer narrative:
(B)(4). Service was dispatched for error 5503 step loss detected on pipettor buffer pump on architect (B)(4). The field service engineer (fse) replaced the syringe assembly; however the replacement syringe failed during the verification procedure with error 5903 motor command error, device (pipettor syringe motor) failed to respond. Upon further inspection of the worn previous syringe assembly, the fse observed charring on the syringe circuit board as the result of a prior leak. The fse replaced the motor controller board as troubleshooting to resolve the syringe errors. The syringe was not available for return; however, the abbott representative provided a file image that confirmed the observed charring on a few solder points of the syringe circuit board. A review of the ticket history for the analyzer did not identify any issues that may have contributed to the current complaint. There were no subsequent reports of smoke/burn since the replacement of a worn syringe and the motor controller board. No adverse trends for tickets with replacements of the syringe with regard to smoke/burn complaints were identified. Based on the available information, there is insufficient evidence to reasonably suggest a malfunction or deficiency. The issue was resolved by the abbott fse through standard troubleshooting procedures.

Event description:
An abbott field service engineer was at the customer site on march 2, 2016 to troubleshoot error messages generated by the architect i1000sr analyzer. He identifed a damaged circuit board due to a leaking syringe. The syringe assembly and circuit board were replaced. No fire or injury was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred. Therefore, the conclusion code was corrected to (B)(4). Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. A systemic issue and/or product deficiency was not identified.